Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump did not operate as expected. A revision surgery was performed and the cylinders and pump were removed and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Investigation summary: with all the available information boston scientific concludes that the reported pump anomaly was confirmed through product analysis as the pump did not pass the deactive state test. Device history record (DHR): a DHR and ship history review cannot be performed as the lot numbers were not available. Device technical analysis: the cylinders were visually inspected, leak tested. Both cylinders had leaks in the cylinder body that was the result of a sharp instrument damage which probably occurred during the explant surgery. Due to this damage being consistent with explant surgery it will be considered a secondary failure. Both cylinders were not pressure test due to that leak was identified. The pump was leak tested and visually inspected; no visual damages were found upon inspection. The pump was functionally tested and did not pass the valve deactive state test. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump did not operate as expected. A revision surgery was performed and the cylinders and pump were removed and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.